Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer administered a manual insulin injection to address elevated blood glucose. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge to resolve the issue.